Event description:
The customer returned 2 internal paddle assemblies for eval. The paddles failed to discharge. There were no specific details provided regarding the alleged malfunction. The hospital nursing staff indicated that using the paddles may cause risk to pt's lives.